Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 900 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was not known. The customer was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and an undefined kidney issue.